Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j0058180r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. On (B)(6) 2014, the pump was intentionally implanted upside down. The patient was going to have another pump implanted because the current one was "not installed properly." No patient symptoms were reported. Additional information has been requested regarding the cause of the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.